Event description:
Per the independent repair center, the customer alleged problem is alarming/red light . The key failure is the valve is stuck. Associated malfunction for this device: power switch has no audible alarm, zip ties and hose clamp leaking.